Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported intermittent side tags at the ten o'clock position, after laser assisted lasik flap procedure. The doctor saw a small part of the flap side cut which required a little extra work to finish and lift the flap. Outcome is reported to be good. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer (fse) could not replicate reported issue. Fse preventively replaced f-theta and performed system checks. System meets specifications. No technical root cause was identified as the product was found to be within specifications during technical site visit. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).